Manufacturer narrative:
Additional information was received on october 04, 2016. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Ncb df plate, right, 9 holes ; ref# 02.03260.109) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a ncb, df plate, right, 9 holes, 246 mm on (B)(6) 2016. The device broke on (B)(6) 2016. A revision surgery has not yet been performed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb pp plate on an unknown date. The device broke on an unknown date.

Manufacturer narrative:
Update: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the patient had a breakage of the ncb df plate on (B)(6) 2016 which was implanted on (B)(6) 2016. It is not known yet if the patient already underwent a revision surgery or not. Review of received data: -no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: -no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting - possible, no devices returned for investigation, therefore cannot be excluded. - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible - a systematic issue with design and/or material properties would have been detected as part of a trend review. - breakage of implant due to chemical / galvanic / crevice corrosion of material - possible, no devices returned for investigation, therefore cannot be excluded. - breakage of implant due to wrong interpretation of x-ray template for dimensions - possible, no x-rays were received, therefore cannot be excluded. - breakage of implant due to user perform inadequate force to the plate - possible, it is not known whether the surgery was performed according to the surgical technique. - breakage of implant due to user define incorrect placement of the spacers and plate - possible, no x-rays were received, therefore cannot be excluded. - breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw - possible, no x-rays were received, therefore cannot be excluded. - breakage of the implant due to user perform improper handling of the plate during insertion - possible, it is not known whether the surgery was performed according to the surgical technique. - breakage of the implant due to user read/interprets wrong screw depth - possible, it is not known whether the surgery was performed according to the surgical technique. - breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction - possible, it is not known whether the correct information was given to the patient regarding the post-op limitations or not. - breakage of the implant due to patient do not follow the postoperative protocol - possible, it is not known whether the patient followed the post-op protocol or not. - breakage of the implant due to patient do not follow the postoperative protocol - possible, it is not known whether the patient followed the post-op protocol or not. Conclusion summary: neither x-rays, the operative notes nor the device were received for a deep assessment of the reported event. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore ,based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).